Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found deteriorated ise (ion selective electrode) tubing. The fse determined the primary cause was due to the tubing. The fse replaced the ise tubing to resolve the issue. The also proactively replaced the buffer valve, cleaned the reference (ref) block, and inlet. No further issue noted after part replacement. (B)(6) beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous low ise (ion selective electrode) patient results which includes sodium (na), chloride (cl) and potassium (k). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided examples of false results.